Event description:
It was reported tip damage occurred to the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was advanced across the septum. Then an impulse guide catheter was advanced in the was. The physician was having a hard time torqueing the guide catheter and thought it was because of the septum, so both devices were removed. When everything was removed out of the patient, they noticed that the guide catheter went through the side holes of the tip of the was. It was noticed that a portion of the tip was sheared off. A new was was then used and a watchman laa closure device was successfully implanted through the new was. There were no patient complications.

Manufacturer narrative:
Product investigation completed. Returned device consisted of a watchman truseal access system with a pigtail catheter inside the device. The device was bloody. Analysis of the tip, sheath and hub/valve were microscopically and visually inspected. Inspection revealed a sheath kink located 29cm from the strain relief and tip damage (bent/side hole stretched). Inspection of the rest of the device found no other damage or defect. The reported pigtail catheter through the tip was confirmed.

Event description:
It was reported tip damage occurred to the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was advanced across the septum. Then an impulse guide catheter was advanced in the was. The physician was having a hard time torqueing the guide catheter and thought it was because of the septum, so both devices were removed. When everything was removed out of the patient, they noticed that the guide catheter went through the side holes of the tip of the was. It was noticed that a portion of the tip was sheared off. A new was was then used and a watchman laa closure device was successfully implanted through the new was. There were no patient complications.